Event description:
A pump was set up with three channels attached. This occurred in the adult critical care unit. The set up had been infusing with all three channels operating for approximately one day, when this channel was discontinued for a period of time. This channel had been set up to infuse dopamine. The dopamine was discontinued and the channel shut down. Later this channel was reactivated. The user restored the settings, started the infusion and it was operating with no problems. The patient's blood pressure was falling so the user increased the vtbi on this channel, and unit continued to infuse. Patient's blood pressure continued to fall, so nurse repeated the above step, the unit worked briefly, then all 3 channels alarmed, shut down and displayed communication errors. There was no patient consequence. The nurse immediately replaced the units on the patient. The administration sets were transferred to the replacement units.